Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03947 and 2134265-2013-03948. It was reported that during a percutaneous coronary intervention (pci), the motor drive unit (mdu) of a galaxy 2 sys 100v was unable to perform pullback and a system internal error message was displayed. The procedure was completed with a different device. No patient's complications reported and patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications and underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03947 and 2134265-2013-03948. It was reported that during a percutaneous coronary intervention (pci), the motor drive unit (mdu) of a galaxy 2 sys 100v was unable to perform pullback and a system internal error message was displayed. The procedure was completed with a different device. No patient's complications reported and patient's condition is stable.